Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of 'intravenous (IV) set won't load' was determined to be the device not recognizing an open door or displaying the load set prompts. The device was found out of specification. The cause was determined to be an intermittently functioning upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the intravenous (IV) set would not load on a spectrum pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.